Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. The customer added insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was not impacted.